Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Analysis was unable to verify button keypad anomaly or perform prime test due to blank display. The motor was received with corrosion. The insulin pump was received with cracked case at display window corners and minor scratched lcd window. Analysis was unable to verify unexpected vibration due to blank display. (B)(4).

Event description:
The customer reported via phone call that the insulin pump went blank immediately after being exposed to moisture. The customer's blood glucose was 380 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.